Manufacturer narrative:
This p300 unit was returned on rga 21802 and evaluated by prism medical on aug. 23, 2016. When the emergency down (e-down) and hand control's up, down, and e-down were pressed the unit did not move. The unit contained an older model pcb board version p300-rd. The unit had a worn strap, damage to the top cover, different batteries than those installed, and the drive gear extrusion had broken in torsion. The functionality of the overspeed mechanism was unable to be verified and was not engaged when the unit was opened. Root cause: a manual check of the overspeed arm showed it moved slower then intended with no evidence of engagement. Correction: the lift was replaced with a refurbished unit at no cost to the customer. The customer had not participated in the 300 series recall. Corrective action: a product recall was initiated for the c/p 300 lift on september 8, 2015 under the fsn 0008. The purpose of the recall is to replace the drive gear shaft and over speed arm/shoulder bolt, both with enhanced designs for c/p 300 units distributed globally between feb. 2012 - april 1, 2015.

Manufacturer narrative:
Outcome of investigation pending. A final report will be submitted upon completion.

Event description:
The caregiver was in the process of transferring his wife/patient from a chair to a bed using a p300 lift, the patient fell back into the chair .